Event description:
Pulse generator implanted. Pt complained of muscle twitching and discomfort over pacemaker site. Pacemaker thresholds were stable; lead position was okay per x-ray. Generator was replaced.